Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a PICC line placed in the right brachial for twelve days to administer intravenous antibiotics was leaking at the distal end of the line. The line was removed in an additional procedure and a new PICC line was inserted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, trends, quality control and visual inspection of the returned device was conducted during the investigation. The customer returned one catheter for investigation. The returned catheter measured 24 cm in length. A visual examination noted the clear tubing was almost completed separated from the purple hub. The failure appears to be localized to the molded transition between the lumen tubing and the over-molded hard plastic hub. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: "the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the flow rate indicated". Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures have been initiated to address this failure mode.